Manufacturer narrative:
Report source: foreign: (B)(6). PMA/510k: this part is not approved for use in the united states; however a like device catalog # 6958712, 510k # k042789, UDI # (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient cervical luxation fracture suggested for spinal therapy. Event occurred post-op. Therapy: posterior fixation was performed at c3/4/5/6/7 with lms screw. It was reported that back out of the lms screws at c6/7 was found out during postoperative follow up observation. Device status: implanted. Remains in patient. Revision surgery is planned. No further patient symptoms or complications reported. Update 2020-aug-11; in revision surgery ((B)(6) 2020) implant was explanted and replaced. The product will not be returned. The product was discarded in the hospital.